Event description:
A 3.5 mm diameter x 12 mm length endeavor rx drug-eluting coronary stent was deployed in a patient to treat a lesion located in the lad # 6 described as moderately tortuous and with 90% stenosis. It was reported that the relevant stent was successfully delivered and deployed at the target lesion. The stent was post dilated at 16 atms for three inflations using the delivery balloon; then one other manufacturer balloon catheter was used to further post dilate the relevant stent. However, after post dilatation, it was found the endeavor stent seemed bigger than the post dilatation balloon in diameter under angiography. The procedure was finished without any additional action. The patient is reported to be fine post procedure. Medtronic has received the device and its analysis has been completed. There was a clear liquid inside the balloon and inflation lumen. No further damage was noted. The endeavor balloon was inflated to 16 atms and the od measured at 3.80 mm. The other manufacturer balloon catheter used for post dilatation of the relevant stent was also returned and its od was measured at 3.38 mm at 6 atms. Cine images were not provided for review, therefore, the stent size post dilatation could not be confirmed.

Manufacturer narrative:
(B)(4). Evaluation results: other, root cause of event cannot be determined. Delivery balloon used to post dilate the relevant stent. Evaluation, conclusion: delivery balloon used to post dilate the relevant stent. (B)(4) other (relevant stent appears bigger than post dilatation balloon in diameter under angiography).